Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a high out of range shock impedance measurement, measuring at 126 ohms. All other measurements appeared stable. Boston scientific technical services reviewed the available data and recommended that at the next patient in-clinic visit, consider increasing the shock impedance alert limit from 125 to 150,175, or 200 ohms. The presenting egm channels were clean with no artefacts. No adverse patient effects were reported. This crt-d and right ventricular (rv) lead remains in-service.